Manufacturer narrative:
H3: the previously reported analysis finding of deformed pump tubing does not apply to this event. H6: annex a code a04 does not apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 10-apr-2016, UDI#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal fentanyl 2000 mcg/ml at 299.8 mg/day, bupivacaine 9.2 mg/ml at 1.3791 mg/day, and morphine 3.3 mg/ml at 0.4947 mg/day via an implanted pump. It was reported a failed catheter dye study occurred on an unknown date. At surgery on (B)(6) 2020, the catheter was not able to freely flow and they could not aspirate it. A new pump segment fixed the issue when the kinks near the collet were removed. It was noted the collet was removed and possible kink of catheter after the new collet was applied. It was reported they had to open a 8785 to get another collet. The 8781 segment would be returned. It was further reported there were no environmental/external/patient factors that may have led or contributed to the issue. A revision of the catheter occurred, and the issue was resolved at the time of this report. The patient¿s status at the time of this report was ¿alive- no injury.¿ the patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). Additional information was received from the healthcare pro vider (hcp) via the manufacturer's representative (rep) on 2020-oct-06. It was clarified that there were no problems with the newly implanted catheter. The kink in the catheter was noted after the new collet was attached so they had to grab a new catheter, which was fine. The cause of the catheter kinking, the inability to aspirate and the lack of csf flow was determined to be kinking memory of the catheter. It was noted that the patient did experience increased pain.

Manufacturer narrative:
Continuation of d10: product ID neu_ascenda_cath product type catheter product ID 8781 lot# serial# (B)(6) implanted: (B)(6)2014 explanted: (B)(6)2020 product type catheter h3: analysis of the pump identified a deformed pump tube and a failure during dispense testing above specification. Analysis of the catheter (model 8781) identified no significant anomalies. Analysis of the unknown catheter segment identified that the collet was not fully locked into place. H6: evaluation result code c07 applies to the pump, c19 applies to the catheter (model 8781), and c13 applies to the unknown catheter segment. Evaluation conclusion code d15 applies to the pump, d14 applies to the catheter (model 8781), and d11 applies to the unknown catheter segment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.